Manufacturer narrative:
Per RMA, a replacement computer was sent to site and resolved issue. Upon eval of returned computer, it passed all testing. No core files found. One exam was 588 mb. No hardware problem found as all testing passed. Did not cause event.

Event description:
Medtronic ent rep reported that the screen on the navigation system went black and exited to the login screen. This event did not occur during surgery and no pt was present.